Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, deflation, and textured implant.

Event description:
Healthcare professional reported right-side rupture of a saline device, capsular contracture, baker grade unknown and "biocell textured implants." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ deflation: one opening observed on the anterior side was assessed as surgical damage. Additional observations: ¿ creases were observed. ¿ brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side "plug strap separated" via an rga form.

Event description:
Healthcare professional provided, a baker grade IV. For the right-side capsular contracture. The device was also replaced.

Event description:
Device has been explanted.